Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found severe damage to the middle of the stent. The struts were severely misaligned at the middle section on rows 6 and 7 from the distal edge of the stent. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The hypotube had kinked twice, approximately 1.6cm and 53.1cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A recommended sized guidewire was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.

Event description:
This complaint is now reportable based on the analysis completed on 06/12/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x20 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the tortuous, calcified left anterior descending (lad) artery. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.